Event description:
Caller reported meter smelled of burnt plastic and showed signs of overheating after pt testing. Printer paper is black and corner of screen is darkened. Meter is out of service and has been returned to MFR for further investigation.

Manufacturer narrative:
Investigation pending.